Event description:
It was reported that (2) 512s were used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon was reforming the initial puncture with a 512s trocar. The surgeon thought they should have been though the peritoneum, but did not hear of feel the shield release. The surgeon continued insertion of the trocar, another 1-1 1/2" and still no audible or tactile feedback of the shield releasing. The surgeon removed the trocar to discover the shield never deployed as it should when it penetrates the peritoneum. The surgeon then checked for visualization and could see the omentum so the surgeon knew that was "in". The surgeon inserted the cannula, insulfated, and noticed there was a hematoma on the omentum. The surgeon checked for signs of bowel penetration but saw none. The surgeon then completed the procedure, irrigated thoroughly and re-inspected the bowel area. No penetration was visible. The pt will be briefly in the hosp under routine post-op observation.